Event description:
It was reported that the user was transferred for assistance with a factory reset of the ilet system, was guided to reconnect a g7 sensor and an inset infusion set, entered weight, and resumed insulin delivery after education on meal announcements, with reports indicating most meal entries were smaller than expected. No reported symptoms or adverse physiological effects. Outcomes included continued therapy use without interruption. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-related use pattern issues related to meal entry size and the need to re-establish device setup after reset. It was concluded that the device functioned as designed and that the event was attributable to user handling and setup, addressed by education and successful reconfiguration.